Event description:
It was reported that the right ventricular (rv) lead had exhibited a rising threshold until it reached a high range. High impedance had also been observed and a possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).